Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the rear response button was defective. The cause of the defective rear response button is a nicked cable and damaged middle trace. The root cause of the damaged cable and trace cannot be positively identified. No adverse event resulted from the defective response button cable and trace.

Event description:
A u.s. Distributor returned a monitor indicating that the response buttons were defective.